Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14445. It was reported the patient was experiencing tenderness at the anchor site. The physician said it appears as the anchors are eroding. No additional information received at this time.